Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent the stereotactic biopsy of t12 with bilateral kyphoplasty at t12 level. Both balloons were inflated to 550, almost 600 pounds per square inch and the surgeon got some correction of the height. The surgeon got a sudden loss of pressure on the left side and the balloon had burst and there was a little bit of that fluid that escaped into the disc space above. The surgeon tried irrigating that out and that did not change much. However, after the balloons were removed, the surgeon got an excellent fill of cement left to right, up and down and forward to backward. Four days post-op, the patient presented with increasing pain in the area from two days post-surgery. Patient complained that the incision site seemed to be a little red and swollen. The patient developed a sensation of numbness to the lateral aspect of the right leg down as far as the foot.